Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they dispatched to emergency room service due to low blood glucose level below 58 mg/dl. Customer was treated with food and glucose tablet. Customer was not alleging insulin pump for over delivering. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed unk.